Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 23: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod between 4 and 24 hours on the back the patient noticed redness, pain, a bubble full of blood, bleeding and irritation at the site. She went to see her diabetologist who prescribed a creme for the patient's allergies to the adhesive pad.

Manufacturer narrative:
The returned device was evaluated and the investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation. The adhesive pad was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.